Event description:
Customer has a v60 and it has no display. Unit is cycling, but no display.

Manufacturer narrative:
Additional information: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that although the device powered up, the screen was blank. The customer also mentioned that lines were seen on the screen, but images were not displayed. The customer requested the part numbers for the liquid crystal display (lcd) assembly and ui assembly replacements, and the rse provided the replacement part numbers as requested. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. Correction to problem codes.